Event description:
The biomedical engineer reported that the central nurse's station (cns) software spontaneously rebooted.

Manufacturer narrative:
Investigation for this complaint ticket is under (B)(4): details of the complaint: on 05/02/2018, (B)(6) at kaiser permanente reported the cns-6201a (pu-621ra sn: (B)(4)) rebooted itself. The unit was put into service the previous week, then rebooted itself shortly after. The exact date was unclear. This made the nurses nervous as it appeared to be the same thing. This issue is different from the other unit (sn: 1387, ticket 22776) which had a blue screen and was brought in for repair. Field support engineer ensured the unit was operating properly. Service requested: troubleshooting/assistance. Service performed: log files were collected. Investigation result: the unit was a consignment unit that was not put in place at the site until 04/26/2018. The unit was previously in use at other facilities: 01/11/2016 - unit sent to university hospital and clinics. Customer reported no issues with the unit. 05/20/2016 - unit sent to chi st. Luke's health memorial. Customer reported 10/03/2017 in notification 300099779 unit could not pull up full disclosure. The cns was set up in a training environment. There was a suspected hard drive issue. Unit was exchanged and repaired at nka. 12/01/2017 - unit sent to houston marriott medical center. Customer requested to return unit on 12/21/2017 notification 300107639 due to unit no longer needed. Nka evaluated unit and found no issues 04/24/2018 - unit sent to kaiser permanente san diego central. Customer reported the cns rebooted shortly after installation. Investigation of log files determined the following: system startup occurred on 04/25/2018. There was no log of reboot after 04/25/2018. There no log of unusual starting of the application. Based on the available information, reboot and ungraceful exit of the application could not be confirmed. The software version of the device was ver. 02-53 and was not the latest version. The newest version has enhanced log functionality and countermeasures for some reboots. Software version was recommended to be upgraded. Review of device sap history shows recurrence of the rebooting issue for this unit. Notifications/tickets opened for this issue are listed below: (B)(4) reported 07/02/2018. (B)(4) reported 07/10/2018. (B)(4) reported 09/04/2018. (B)(4) reported 03/08/2019. Per nkc DHR, the unit has had no history of ncmr, deviation, or CAPA during manufacturing of the device. The device has not been refurbished and there were no discrepancies or unusual findings before device release that might relate to the reported issue. This issue is not suspected to be caused by a deficiency during manufacturing of the device. Review of tickets opened at the facility found additional reported issues for other pu-621ra units rebooting: 300114526/22167 reported 02/20/18 for sn: ? 300148360/42339 reported 10/22/18 for sn: (B)(4). Review of tickets opened at other facilities using similar tickets query found reported issues of: "pu-621ra reboot" 300108481/18591 reported 01/03/18 at st. Alphonsus medical center in which the cns (sn: (B)(4)) self rebooted. Suspected cause: improper maintenance. 300155415/48686 reported 01/09/19 at firsthealth of the carolinas in which the cns (sn: (B)(4)) spontaneously rebooted. Bme was unsure when the last time the device was restarted. The unit was returned and nka evaluation was unable to duplicate the reported issue. 300171002/59174 reported 05/20/19 at wyoming medical center in which the cns (sn: (B)(4)) was reported to restart on its own during normal operation. Investigation found the file system structure on the disk was corrupt and unusable. This could cause a reboot. Customer was advised to run check disk and check for damage/replace if necessary. 300133939/35801 reported 08/02/18 at university of connecticut health in which the cns (sn: (B)(4)) was reported to spontaneously reboot. Last preventive maintenance (pm) performed was two years prior. 300175427/61997 reported 07/01/19 at southside regional medical center in which the cns (sn: (B)(4)) was reported to randomly reboot. Customer stated the issue occurred a couple months prior and was isolated to faulty ups system. The above reported issues show a trend of improper cns maintenance. This does not appear to be related to the current issue. The current issue seems to be isolated to the facility (kaiser permanente san diego). Further troubleshooting of this issue has been documented in notification 300137924. At this time, issue is not suspected to be related to the cns, but tied to the environment/physical location of the cns as it has been found to continue occurring with replacement cns's. Issue also not believed to be a power issue as the ups was replaced. Refer to notification 300137924/ticket 38413 for updated troubleshooting information and investigation results. Investigation results status for the notification is pending due to troubleshooting in progress. Investigation from 300137924 is as follows: details of the complaint on 09/04/2018, (B)(6) at kaiser permanente reported the cns-6201a (pu-621ra sn: (B)(4)) was rebooting. The whole screen went black like it shut down completely, not just the application. Service requested troubleshooting/assistance. Service performed nka support was onsite and was unable to troubleshoot due to lack of authorization from the customer. Cns logs were collected. Investigation result unit has a history of rebooting. Previous investigation was performed under (B)(4). Irc's which have been opened to address rebooting of the cns (pu-621ra sn: (B)(4)): (B)(4) initiated on 05/02/2018. Nkc investigation was unable to confirm reboot history by the logs. The software version of the device was ver. 02-53 and was not the latest version. The newest version has enhanced log functionality and countermeasures for some reboots. Software version was recommended to be upgraded. (B)(4) initiated on 09/07/2018. Nkc investigation determined the reboot occurred after a change to the network configuration. Customer was advised to initialize the cns. On 11/07/2018, the cns was initialized and upgraded to 02-08. Monitoring of the situation for one month found no further reported issues of rebooting from the customer. (B)(4) initiated 01/10/2019. Nkc investigation determined the phenomenon occurred due to the influence of the network communication delay when unintended network configuration was installed. Recommendation was to modify the network configuration. Cns rebooting was reported on 03/08/2019 to recur in ticket/notification (B)(4). Customer was advised to send the device in for evaluation. Loaner cns was delivered to the customer, but was later returned. Customer's unit was not returned for evaluation. Per nka ts, the issue was never resolved, however nk was onsite to install new cnss. Based on the available information, the root cause could not be determined. Evaluation of the unit could not be performed as device was not returned. This is a trending issue at customer facility and further information will be documented in the latest ticket created for this issue: ticket /notification (B)(4). Investigation from 300162591 is as follows: details of the complaint on 03/08/2019, customer at kaiser permanente reported the cns-6201a (pu-621ra sn: (B)(4)) restarted on its own. Service requested troubleshooting/assistance. Service performed customer was advised to send the device in for evaluation. Loaner cns was delivered to the customer, but was later returned. Customer's unit was not returned for evaluation. Multiple attempts were made to follow up with the customer, receiving no response. Per nka ts, the issue was never resolved, however nk was onsite to install new cnss. Investigation result unit has a history of rebooting. Previous investigation was performed under (B)(4). Irc's which have been opened to address rebooting of the cns (pu-621ra sn: (B)(4)): (B)(4) investigation conducted with nkc suspected cause may be due to networking issue, however troubleshooting has been unsuccessful in resolving customer's issue. As the device is not returned, nka evaluation could not be performed. The root cause could not be determined from the information available. Nka sap history and nkc DHR for the unit has been reviewed under (B)(4). Per investigation conducted in (B)(4), rebooting of the cns has been found to occur when there is lack of proper cns maintenance. This does not appear related to issue observed with sn: (B)(4). The current issue seems to be isolated to this unit at the facility (kaiser permanente san diego). Nka support is currently onsite to install new cnss.

Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) software spontaneously rebooted. They resolved the issue by upgrading the software. No patient harm was reported.

Event description:
The biomedical engineer reported that the central nurse's station (cns) software spontaneously rebooted.